Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 25 mcg/ml sufentanil at a dose of 1.202 mcg/day via an implantable infusion pump for malignant pain. It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. Per the event logs a motor stall had occurred (B)(6) 2017 with the tube set (B)(6) 2017 and (B)(6) 2017 was with recovery. Another motor stall (B)(6) 2017 with the tube set (B)(6) 2017 and no recovery to date. On (B)(6) 2018 the pump was updated/refilled. The hcp and the patient did not remember hearing the pump alarm at that time on (B)(6) 2018. The rep heard the pump alarm at the time of the call but the patient had no heard the alarm and it was pretty faint per the caller. The patient had a CT of the chest (B)(6) 2017 but no mriper the patient. The hcp was made aware on (B)(6) 2018. The patient had some falls "pretty routinely" but the event dates of the falls were unknown. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stalls and tube sets was not determined. As an action/intervention taken to resolve the motor stalls and tube sets the pump was refilled and reprogrammed on (B)(6) 2018. The motor stalls and tube sets had not been resolved and the cause of the patient not hearing the alarm and it being faint was not determined. The patient had received 3 sessions of physical therapy for pain that was only progressively worsening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.